Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had cracked and off from reservoir and battery compartments as well as drive support cap was protruding out the opposite way. Customer's blood glucose value unknown. Customer was assisted with troubleshooting. Customer also reported that when they rewind the insulin pump to prime it, rewind it and once they put the vial in and priming it and pushing insulin out, the motor goes out the back in. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The stop current and run current measurement tests are within specification. Device also passed self test and off no power alarm test. Device was received with a detached end cap. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test and unexpected restart error test or test for drive/motor anomaly due to detached end cap. Device also had a minor scratched display window, cracked battery tube threads, cracked case at reservoir tube window corner, cracked reservoir tube, scratched reservoir tube window, a partially broken reservoir tube lip and a missing end cap sticker. Drive support disk was inspected and no anomaly was noted.